Event description:
It was reported by the rep the device was used in a laparoscopic colon resection. It was reported during the second firing of the tlc55 the firing knob jammed after about 1-2 inches of advancement. Another tlc55 was opened to complete the case. There was no consequence to the pt.